Event description:
The following has been reported by customer: upstream pressure sensor. Reported alarms upstream pressure sensor. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the upstream pressure sensor has been replaced, that solved the issue. The sensor sent back to brézins for further investigation. Once in brézins, visual control was performed and nothing was noticed. The upstream pressure sensor was installed in a test device. The tests device is connected to partner software to calibrate the pressure sensor. The calibration was done without any problems. An infusion at 25ml/h was launched without alarm or error. An upstream occlusion was generated; the upstream occlusion alarm was triggered correctly without technical error. Then test 5 (upstream pressure) was performed by partner software successfully. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.